Event description:
It was reported that the valve was programmed to 30mmh2o and dr was trying to reprogram to a higher pressure without success. Examination following explantation of the valve found the device was fractured at the junction between the valve and the siphonguard component.